Event description:
A type ii slap lesion, posterior labrum was completely separated from the glenoid, was repaired with suture anchors and two bankart tacks. One bankart tack was placed posteriorly, and a suture anchor and another tack anteriorly. Eight months postoperatively pt experienced new and increasing pain. MRI examination revealed a recurrent tear of the posterior labrum and postsurgical lucencies in glenoid and degenerative changes of the glenohumeral joint with subchondral sclerosis. Intraoperatively, both bankart tacks were found to be shattered and not absorbed. The head and part of the stem of each had broken off. Both loose implant fragments and the still-fixated stems were removed by suction irrigation and grasper. The pt returned to pre-injury level of activity 6 weeks after implant removal.